Event description:
According to the reporter, before dialysis, it was found that the venous end of the connector was ruptured. There was nothing unusual observed on the device prior to use. There was no leak. No excessive force was used on the device. Able was the cap brand used. The luer adapter has not been previously repaired. The adapters were tightened by hand. Besides the reported issue, there were no other visible defects/damages found on the product at the time of the event. As a remedial action, the adapter was replaced. The treatment was completed after the remedial action was done. There was no medical intervention/treatment required as a result of the luer adapter issue. There was no blood loss, and no blood transfusion was required due to the event. The catheter has been in place for one year and one month. There was no reported patient injury. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).